Manufacturer narrative:
Pending investigation.

Event description:
As reported, on an unspecified date, the patient underwent explantation of the right total shoulder arthroplasty (tsa) with a caged glenoid component. The surgeon noted that there was significant bone loss to the proximal humerus and inside the glenoid vault. The shoulder was revised to a hemi antibiotic preformed cement spacer and a bone graft was packed into the glenoid defect. The event was not related to breakage of the device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event.